Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Correction: upon receipt of additional information, it was determined that this product (item number 115310, lot j7944585) should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4). If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision procedure for a left reverse total shoulder was performed due to a dislocation, which occurred approximately six (6) weeks following the initial procedure. During the revision, the humeral tray and bearing were removed and replaced. No additional patient harm was reported. The outcome of the procedure was not provided. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 110031424 (67338909). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.